Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. The outcome of the peritonitis was unknown. At the time of this report, extraneal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up medwatchwill be submitted.